Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had 'injuries resulting from the defective defibrillator and/or battery'. It is not known if the device was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that the patient received inappropriate shocks as a result of the lead. It is not known if the lead was replaced.